Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. The device was being used for the loading and predisparing in jejunum. The reload was loaded onto the manual stapling handle and inserted into the abdominal cavity. The reload was closed onto the tissue. The green button was pressed but it did not advance. The surgeon was able to squeeze the handle. It was retired. Made the whole procedure of re-anchoring and did not work. There was a problem unloading the device. It was difficult to unbalance because it was stuck. In order to resolve the issue and complete the case, changed to a similar reload. There was no patient harm. The patient status is alive, no injury.